Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an adverse event occurred. The wearable was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025 it was reported that the patient lost consciousness and was found by his parents, who called ems. It was not reported what the cgm device was displaying at this time. No bg meter reading was taken either. Once emergency medical services (ems) arrived, the patient was treated with IV fluids, IV dextrose, peanut butter and jelly, and orange juice. It was not specified when during this event the patient regained consciousness. Prior to ems leaving the patient, his cgm was reading 89 mg/dl, and the bg meter was reading 219 mg/dl. The patient was ¿okay¿ at the time of report. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
B5 describe event or problem - additional h2 correction/additional information h6 medical device problem code - correction h6 type of investigation - additional h6 investigation findings - correction h6 investigation conclusion - correction

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an adverse event occurred. The wearable was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025 it was reported that the patient lost consciousness and was found by his parents, who called ems. It was not reported what the cgm device was displaying at this time. No bg meter reading was taken either. Once emergency medical services (ems) arrived, the patient was treated with IV fluids, IV dextrose, peanut butter and jelly, and orange juice. It was not specified when during this event the patient regained consciousness. Prior to ems leaving the patient, his cgm was reading 89 mg/dl, and the bg meter was reading 219 mg/dl. The patient was ¿okay¿ at the time of report. Data investigation confirmed an alert/notification settings issue as no audio output. The probable cause is phone connected to external audio output device. No additional event or patient information is available.